Event description:
It was reported that this right ventricular lead experienced fracture. Due to this this lead exhibiting high out of range pacing impedance measurements and loss of capture. The fracture was confirmed through x-rays. Additionally, the patient experienced presyncope. A lead revision was performed and this lead was surgically abandoned and replaced. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead experienced fracture. Due to this lead exhibiting high out of range pacing impedance measurements and loss of capture. The fracture was confirmed through x-rays. A lead revision was performed and this lead was surgically abandoned and replaced. No further adverse patient effects were reported.